Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed.  Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy).  The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. Additionally, l1, d1, l2 components were damaged due to the shorted c1 capacitor. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.